Event description:
During on-site service, the baxter service technician experienced an f-94 alarm (configuration option settings checksum is not 0) on a flogard infusion pump. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and power on self-test were performed. During the power on self-test an f-94 alarm was identified. This alarm was caused by a damaged battery. The battery was replaced to fix the found condition. The pump passed all testing and was returned to the customer in good working order. Should additional relevant information become available, a supplemental report will be submitted.